Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level on (B)(6) 2025. The blood glucose level of the patient was more than 600 mg/dl which was treated with manual injection. Therefore, the patient was hospitalized on (B)(6) 2025 for greater than twenty-four hours. Currently, the blood glucose level of the patient was 542 mg/dl. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-00775), was submitted on 22-april-2025. However, based on the investigation and clinical review performed/done on 22-jan-2026 and 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.